Event description:
The customer reported failing calcium (calc) calibrations and obtaining low or negative anion gap calculations on patient samples involving the unicel dxc 800 synchron system. A review of the provided patient data indicates that the customer obtained erroneously low sodium (na) and calc, and erroneously high chloride (cl) results for one (1) patient sample. The customer stated that the erroneous results were not reported out of the laboratory. When the issue was noticed, the customer repeated the samples on an alternate unicel dxc analyzer and reported the results out of the laboratory. The customer provided only one (1) patient data for this event and the total number of affected samples is unknown. Quality control (qc) results prior to the event were within the laboratory's established ranges.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013. The fse found slight bubbles in both na reference and measuring electrodes and proceeded to replace both electrodes. The fse also discovered that calc electrode retainer nut was broken, causing erratic results to be generated. The fse replaced the retainer nut. The customer reported to beckman coulter on the following day ((B)(4) 2013) stating that na and calc quality control results were still erratic. The fse returned to the customer's site and replaced the sample syringe, modular chemistry (mc) sample probe wash collar, and the mc sample probe. The fse also replaced the carbon bridge, chloride tip, and the electrolyte injection cup (eic) valves to resolve the issue. Repairs were verified per established procedures and results met published specifications. Results: failure mode for the event is unknown; the fse replaced multiple parts, any of which could have caused or contributed to the event.